Event description:
Reference number (B)(4). Event occurred in the united states. On 8th aug, patient reported infusion set cannula was kinked within 3 hours of insertion leading to high bg which was adpressed using correction injection via mdi. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.